Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that a quick-core coaxial biopsy needle set coaxial needle assembly (dtn) was difficult to unscrew. The coaxial needle assembly could not be separated. This occurred prior to patient contact. This incident was reported by wuxi huishan people's hospital, in china. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The complainant returned 3 quick-core coaxial biopsy needle sets to cook for investigation. The physical/visual examination of the returned devices showed: three coaxial needles received prior to use. Inspection found the needles could be unscrewed but with some difficulty. Once the needles were unscrewed, the trocar could slide through the cannula with ease. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Although inspection steps are in place related to this failure mode, a project was opened to further investigate/address this issue. Product labeling was also reviewed. Instructions for use are packaged with this device. Relevant sections include: instructions for use: ¿1. If using the coaxial needle, insert the coaxial needle to the border of the lesion. 7. To remove tissue specimen, pull back on the plunger until a firm click is felt. This indicates that the cutting cannula is locked into position. Push stylet forward to expose specimen within the notch, and remove tissue.¿ a review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot recorded potentially related non-conformances, 3 devices had a burr on the needle and were reworked as a result. Cook also completed a review of the DHR for the coaxial needle assembly and its components and no nonconformances were recorded. A database search revealed no other complaints from the lot at the time of the investigation. Because adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and all nonconforming products were appropriately dispositioned, it was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided, examination of returned products, and the results of the investigation, a definitive cause could not be established. A project was opened to further investigate/address this issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10, h3 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device available for evaluation: unknown. Report source: (B)(6). Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) female patient required a quick-core coaxial biopsy needle set for a lung biopsy. Prior to patient contact, the coaxial needle was unable to be separated. This occurred with a total of four devices. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.